Event description:
A us distributor reported that a monitor's case was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) was isolated to the monitor's electrode belt connector being broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.